Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; therefore, it could not be evaluated. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. According to the surgeon, the lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient's wife reported that her husband had an intraocular lens (iol) implanted in his right eye. Allegedly, upon implantation of this lens, the lens broke into multiple pieces. The complaint reporter stated that the doctor mentioned the lens had a defect. The complaint reporter stated that after the surgery, the doctor could not remove all of the pieces of the iol, so her husband had to see a retina specialist right away to do surgery and remove all of the broken iol pieces. Since then, her husband has had quite a few doctor visits and trips to the hospital and the retina specialist. The complaint reporter states that her husband temporarily lost vision in the right eye. Upon follow with the doctor, it was learned that the lens was inserted, but one of the haptics detached and all pieces were completely removed from the eye. The doctor had to cut the lens to remove it. The lens did not break up into multiple pieces which could not be removed. A new iol of the same model (za9003), was inserted during the same procedure. At the last visit, on (B)(6) 2016, the patient's vision was 20/200. In regards to the 20/200 vision, the surgeon stated there are multiple factors and the relative contribution of each to the patient's vision cannot be determined. The patient was referred to a retinal specialist as the procedure took longer than normal due to the need for removal of the initial lens which may cause retinal swelling. The patient was sent to the retinal specialist as a precaution. Per a report from the retinal specialist in (B)(6), a surgery was performed to remove pieces of cataract fragments. The specialist saw no retinal swelling and measured the patient's vision as 20/70. No additional information was provided to abbott medical optics.